Manufacturer narrative:
Additional information received on 27 march 2017 and includes: the patient had an infection. The pathogen is unknown. Batch review performed on 19 april 2017. Lot 160049: (B)(4) items manufactured and released on 20 april 2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon swapped the poly. The surgery was completed successfully. At follow-up, it was confirmed that the patient had an infection, but the pathogen is unknown. X-rays and explants are not available.